Event description:
It was reported that a patient contacted his head against the head holder and received a 5-cm cut on his forehead. The event occurred while the patient was being positioned by an operator for a CT scan. The patient head was reportedly bleeding and consequently received 4 sutures. The details of the event are as follows: the patient was immobile and was carried into the CT room on a stretcher. The operator raised the CT table to the stretcher's height. Four other staff members were arranged around the pt where two staffs were in proximity to the patient's shoulders while the other two were near his pelvis. The staffs raised and moved the patient body to the head holder side. At that time, no one was supporting the patient's head. The patient's head contacted the edge of the head holder, which resulted in the injury.

Manufacturer narrative:
Ge healthcare's investigation revealed no evidence of a system malfunction or failure that caused or contributed to the injury. The system's safety manual provides the operator instruction to manually help the patient during positioning. Although the customer's staff members were aiding in the patient's positioning, they did not properly assist the patient's head away from contacting the head holder. Based on the investigation, improper assistance of the patient during positioning led to the reported injury.